Manufacturer narrative:
The insulin pump was had no blank display. Currents were within specification. However, the unit had missing segments/partial display due to a cracked zebra connector. The device was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. Visual inspection revealed a scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked display window corners.

Event description:
It was reported that the insulin pump was displaying a partial screen, followed by a blank screen. Troubleshooting was performed, and the screen came back long enough to conduct a self test, but the screen went blank during the test. Attempted to run the prime test, but the insulin pump gave an alarm during the manual prime. Nothing further was reported.